Event description:
It was reported was reported to sales that an edwards valve was explanted from patient. The reason for explant and implant duration have not yet been provided despite multiple follow up attempts to obtain additional information form the healthcare provider.

Manufacturer narrative:
Results: device is a non edwards device; conclusions: device is a non edwards device. Device evaluation revealed that the received device is not manufactured by edwards lifesciences. No further investigation required.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device was received by edwards; however, evaluation has not yet been completed. Furthermore, attempts are ongoing with the healthcare provider to obtain patient records and additional details. Device evaluation and event details will be reported once available.